Manufacturer narrative:
The customer reported that they replaced the flow sensor assembly, however, did not provide any details as to why it was replaced. The customer called in to request testing and verification on the device after the part replacement without alleging or reporting a device malfunction. The unit was not evaluated by philips as the customer later cancelled the service request. Many good faith efforts were made to obtain additional information about the reason for the flow sensor replacement, however, there was no response. There was no service provided by the manufacturer and no further details were made available. Due to the lack of additional information, it could not be determined if a device malfunction occurred.

Manufacturer narrative:
(B)(6).

Event description:
Need detection was reported. There was no patient involvement. The customer cancelled their request for service and repair. The customer reported to have replaced the flow sensor assembly.